Event description:
A medtronic representative reported an event that was identified in a journal article: electromagnetic stereotactic navigation for external ventricular drain placement in the intensive care unit by mahan, spetzler and nakaji. A cranial shunt procedure involved an unusually large number of passes as the catheter appeared to deflect at the ependymal boundary. The sixth pass was successful. No further details were provided. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Patient information was unavailable. Event date: (B)(6) 2013 is the publication date of the journal article, journal of clinical neuroscience 20 (2013) 1718-1722. See attachment. Exact date of surgery is unknown. While multiple passes were required, there is no allegation that the navigation system caused the multiple passes. Per description event was caused by patient anatomy. Journal homepage: www.elsevier.com/locate/jocn. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.